Event description:
It was reported that there was ffrw (far-field r-wave) oversensing. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 694765 implantable tachy lead, (B)(6) 2010; 41688 implantable pacing lead, (B)(6) 2010. (B)(4)